Event description:
This rn noticed a stain beneath the line when changing linens. Blue chucks pad placed under PICC [peripherally inserted central catheter] line tubing, within 2 minutes showed leaking at site of lipid filter/IV tubing connection. Md team notified-- ok to stop lipids. Line changed under sterile conditions.